Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unk - guides/sleeves/ aiming: sleeve /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on that (B)(6) 2021, the patient underwent for a surgery. During the surgery, it was noticed that the outer sleeves were mixed up with the sleeves which did not fit properly into the aiming arm. The surgery was completed successfully with a five (5) minute surgical delay. There was no patient consequence. This complaint involves four (4) devices. This report is for (1)unk - guides/ sleeves/aiming: sleeve. This report is 4 of 4 for (B)(4).